Event description:
It was reported that on (B)(6) 2022 the c-arm would move uncommanded. No injury reported. A field engineer was dispatched to the site and determined the c-arm rotational switches would be replaced. Once this was completed the system was working as intended.